Event description:
The pt reported that he has gone off of infusion therapy to "rest his sites" per his physician's orders. He stated that he was experiencing fluctuations in his blood glucose readings. He reported that about 3-4 weeks ago his blood glucose values were as follows: in 2007, at 10am his blood glucose was 130 mg/dl, around lunch time his blood glucose value went up to 369 mg/dl, at 1:00pm, it was 378 mg/dl, at 2:30pm his blood glucose measured 184 mg/dl, at 5:30pm it was 61 mg/dl, at 7:55pm it was 212 mg/dl and the following morning it was 230 mg/dl. He reported that he would bolus through the infusion device but his blood glucose would remain elevated. The pt did report one event where during the night his blood glucose was so low that it took his wife "nearly 2 hours to bring him back around". The date and glucose values were not provided. The product has been requested to be returned for evaluation.